Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg incision had separated. The patient's physician applied dermabond and reclosed the wound. No signs of infection were noted. The patient is now reportedly healing properly, and the issue has resolved.